Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-67764.

Event description:
It was reported that the customer was receiving no delivery alarms every time he changed his set. Customer stated that he changed infusion sets multiple times a day and the insulin pump alarmed no delivery almost instantly when priming. Customer began taking manual injections. Customer's blood glucose level at time of the call is unknown. Performed troubleshooting for no delivery alarm and advised customer that the pump is working as designed. Customer received no delivery after troubleshooting during bolus delivery. Customer was able to run five units without any alarm and insulin exited. Customer expressed that he felt a burn at the insertion site and would try a different site as he may have had scar tissue at the original insertion site. Nothing further reported.